Manufacturer narrative:
System is not accepting the code 862 (label) as investigation findings. Hence, mentioning it here. Type of investigation investigation findings, investigation; conclusions, 10; 862; 57. Unit paired successfully to commercial app. Inpen received 1/4 of travel. Performed dialing alignment inspection. No misalignment of the dial was noted. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Inpen passed front cap investigation. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Therefore, the customer complaint of dose dial being misaligned could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported cartridge damage due to slip issue. The customer reported no adverse event. The event involved product mmt-105elgyna. Troubleshooting was performed. Customer confirmed that the dose knob or the dial slip was greater than 1.0 unit. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-105elgyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.